Event description:
Consumer reported during injection the dose button stops and the insulin comes out the side of the hub. She completes the flow check with success. Denied reusing of needles. Informed caller of non patient end placement. Consumer reported found 1 pen needle patient end, slipped out of the hub and stayed in her leg. She was able to pull it out on her own. Discarded sample. Lot # 5084021 from tear tab all the same lot number. Catalog# unknown, 8mm, 31g pen needle. Date of event unknown. Sample status discard.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.